Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician had difficulty deploying the helix of the low voltage lead and the torque was not transferring appropriately. It was also observed that the lead became kinked when the stylet was inserted into the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.